Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: device photograph(s) for the device related to the reported event capsular contracture and seroma-late was reviewed on may 11, 2023. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device photograph(s) for the device related to the reported event capsular contracture and seroma-late was reviewed on may 11, 2023. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional later reported capsule appeared to be grade ii-iii and no rupture was found. As noted in the operative report, periprosthetic fluid on the right side was aspirated and sent for cytology. Device has been explanted.

Event description:
Healthcare professional later reported capsule appeared to be grade ii-iii and no rupture was found. As noted in the operative report, periprosthetic fluid on the right side was aspirated and sent for cytology. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed in the device. ¿ brown particles observed in the device.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture.